Manufacturer narrative:
D10: concomitant: sn: (B)(4), cn: 170-32-03 - biolox delta femoral head 32mm od, +3.5mm; sn: (B)(4), cn: 180-65-25 - alteon 6.5mm screw, 25mm; sn: (B)(4), cn: 186-01-48 - integrip cc, cluster 48mm, g1; sn: (B)(4), cn: 188-01-06 - wedge plasma x/o sz 6. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a 66 yo female patient, initial left hip implanted on july 27, 2018, underwent a revision procedure on (B)(6) 2023, approximately 4 years 9 months post the initial procedure. Reason for the revision unknown. Recall indicated. They were revised to exactechs 32 face changing liner and +3.5 sleeve with biolock head components. No device breakage or surgical delays reported. The patient was last known to be in stable condition following the event. No device returns anticipated. Recall indicated as the reason.